Event description:
A healthcare facility in norway reported that following an uncomplicated cataract surgery, in the left eye the patient experienced toxic anterior segment syndrome (tass). The patient experienced eye pain and inflammation in the anterior chamber with suspected bacterial endophthalmitis. A vitrectomy was performed and cultured with negative results. The patient prognosis is reportedly good with ongoing low grade anterior chamber inflammation.

Manufacturer narrative:
The device remains implanted and therefore is not available for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be determined.